Event description:
In 7/96, the pt was hit by a car while riding a motorcycle. The pt experienced a compound fracture of the left leg. A dcs plate and a reconstruction plate were both implanted into the pt at that time. In 9/98, one of the two plates broke (which plate, unk). On 11/12/98,. The broken plate was removed.